Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced recurrent urinary tract infection, mild dysuria, pelvic pain, and sharp pains throughout left groin. Patient had robotic assisted sacrocolpopexy, implant of graft, paravaginal repair, revision of the device, release of prior device from another manufacturer, cystoscopy, and discharge with a catheter. Intraoperative findings noted no erosion of device into vagina, suburethral the vagina supported with prolapse behind it. Prior device in place and intact from the sacrum to the vagina.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information received on 6/4/2023 indicates the patient was experiencing symptoms of hematuria and dysuria.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.